Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to epidural hematoma was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient developed right leg weakness due to an epidural hematoma. In turn, the patient was admitted to the emergency room and their system was explanted. Within 72 hours of the explant, the patient reported improvement in the strength of their right leg.